Event description:
It was reported that an unknown locator abutment fractured. The patient was scheduled to return for the replacement of the abutment.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: it was reported that an unknown locator abutment fractured. The patient was scheduled to return for the replacement of the abutment. Brand name: unknown biomet locator date rec'd by MFR: 13 may 2019. Type of report: follow up. Type of reportable event: malfunction. If follow up, what type?: additional information, device evaluation. Device evaluated by MFR?: yes, evaluation summary attached. Method, results, conclusion codes.. Manufacturer narrative. The reported device was received by zest dental solutions for investigation. The device was investigated by zest dental solutions under zest reference # (B)(4). Visual inspection identified smooth wear on the coronal surface and that the device is fractured at the thread. The reported condition of a fractured locator abutment was confirmed. There was no manufacturing defect found during investigation. The product and the complaint report were received, reviewed, and evaluated as required by the zest dental solutions complaint process and applicable regulations. The complaint evaluation included assessment of whether the event contributed to death, serious injury, or a malfunction that could contribute to death or serious injury. Per the zest complaint process, the complaint condition reported was documented and reviewed to determine if further investigation was necessary. As applicable, such investigation was performed to identify and document whether the device failed to meet specifications. Subsequently, the complaint event was logged into the zest dental solutions complaint database for further, tracking, trending and monitoring. Such tracking, trending, and monitoring enables zest dental solutions to react appropriately to significant changes in the expected performance of our devices. In cases where the trend of performance does not meet expectations, customer notification and corrective & preventative actions are initiated as required by the zest dental solutions complaint process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID not provided/unknown. Patient's age not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown.

Event description:
It was reported that an unknown locator abutment fractured. The patient was scheduled to return for the replacement of the abutment.